Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a dissection occurred in a severely calcified left anterior descending (lad) artery following treatment with a diamondback 360 coronary orbital atherectomy device (oad). While attempting to place a non-abbott coronary guide wire in the d1, a perforation occurred. The perforation was treated with a stent. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient vascular dissection and related medical intervention appears to be related to operational context in this case it is likely that the reported patient vascular dissection and related medical intervention are are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a dissection occurred in a severely calcified left anterior descending (lad) artery following treatment with a diamondback 360 coronary orbital atherectomy device (oad). While attempting to place a non-abbott coronary guide wire in the d1, a perforation occurred. The perforation was treated with a stent. The patient was in stable condition.